Event description:
The customer reported that their pump screen was dark and would not turn on, which caused their blood glucose level to exceed 500 mg/dl, but the specific value was displayed as "high." The customer attempted a correction bolus via the pump to address the high blood glucose but did not require third-party assistance. Despite various troubleshooting measures, including plugging the pump into a power source and checking the led color, the pump screen remained non-functional. Consequently, the pump was replaced by technical support, and the customer was advised to use multiple daily injections as backup therapy to maintain insulin delivery. A replacement pump was sent to the customer, who understood the return process and steps to take upon receiving the new pump.